Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the inner cannula protruded from the end of the tracheal tube. The malfunction led to an alleged trachea injury.